Manufacturer narrative:
This is the same event as 3010536692-2015-01713 & 3010536692-2015-01714 and 3010536692-2015-01716 & 3010536692-2015-01717.

Event description:
Allegedly, patient was revised due to mom complications: left.